Event description:
After an implantation period of 4 days the lead was explanted due to suspected fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged 13.5 cm distal to the is-1 connector pin. In this region the outer conductor coil was found deformed. The above mentioned damages most likely resulted when tightening the suture sleeve to the lead body. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.